Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient believes their generator has come out of the surgical pocket. The patient feels the device sticking out (under her skin). No serious injury has confirmed. The patient is reporting an increase in seizures. The information regarding the protrusion/migration did not result in a serious injury. It was included for potential context as to the reason for the increase in seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.